Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient went to the emergency room (ER) via ambulance due to low blood glucose (bg) levels dropping down below 47 mg/dl. The pod was worn longer than 48 hours on the abdomen. The patient ate 3 spoonfuls of honey and multiple miniature candy bars. No additional treatment was provided. The patient was released a few hours later when bg's returned to normal range.